Event description:
Info received indicated there was a wire exposed on an electrical cable.

Manufacturer narrative:
The hill-rom found wear and tear on the right intermediate siderail cable. He replaced the cable to resolve the issue.